Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed in the pump logs on (B)(6) 2016. There were no erratic adjustments to basal rate settings. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were fluctuating (30 mg/dl-289 mg/dl). Customer treated low level with sugar pills and elevated level with bolus delivered via the pump. As the event was not occurring at the time of the report, troubleshooting could not be performed with tandem technical support. Recommendation was made for customer to consult with health care provider regarding diabetes management.